Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reaw0723 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that pt had PICC inserted (B)(6) 2017. By the next day it was noted that the PICC is kinking with how pt. Moved her arm. The line was thoroughly assessed with flushing and movement. PICC removed 4th and a new PICC was inserted (always in a different vein) (B)(6) 2017.